Event description:
The device's pacer function reportedly did not function properly during pt use. Reportedly, the pacer current would not increase above 0 milliamps. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the pt's outcome. This statement was based on the attending clinician's assessment of the patient's lack of viability.